Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing a low blood glucose (bg) level of 34 mg/dl. The suspected cause of the low bg was not known. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, pump or the insulin in use. The paramedics treated the customer by administering glucagon injections. While in the ER/hospital, the customer was under observation but did not receive additional treatment. The customer was released the same date as the admitted date with the issue resolved and no permanent damage sustained. A system check was performed and the pump was found to be working as intended.